Event description:
It was reported that the procedure was to treat a lesion in the distal right coronary artery with mild tortuosity and calcification. Pre-dilatation was performed and the 3.0 x 28 mm vision stent delivery system (sds) was advanced, but could not cross to the lesion. After removal, it was observed that the tip of the sds was almost detached. It was noted that as the sds was removed over the guide wire, the tip separated. The target lesion was treated successfully with three vision stents. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned vision stent delivery system (sds) noted blood visible on the stent implant and on the balloon, consistent with the sds advanced into the patient anatomy. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The soft tip was separated at the distal seal, confirming the reported detachment. The material was stretched at the separation which suggests that the separation may be related to tensile overload (material stress/fatigue). The separated portion was not returned. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The stent outer diameters were measured and met manufacturing criteria. The patient anatomy was reportedly mildly calcified, which likely contributed to the reported difficulties. Factors that can contribute to a tear in the tip include but are not limited to manufacturing, removal from packaging at the account, handling during preparation/use, or insertion of the guide wire. To help ensure this is not the result of a product deficiency, all sds are subject to a 100% visual inspection for tip damage, including the point where the protective sheath is placed over the stent prior to packaging. Additionally, a sampling of units is destructively tested to verify tip pull force. The inner diameter of the tip was measured and met manufacturing criteria. As there was no damage noted during product inspection prior to use, it is likely the tip damage is related to the procedure. It is likely an interaction with the calcified lesion caused damage to the tip, and further interaction during removal could have contributed to the tip detaching on the guide wire. The analysis of the returned device did not indicate any evidence of a product quality deficiency. A review of the lot history record revealed no associated nonconforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database for the reported lot revealed no similar incidents reported for failure to advance or torn/detached tips. There is no indication of a lot specific product quality deficiency.